Manufacturer narrative:
Citation: kumar k, et al. Hemodynamic and conduction system outcomes in sievers type 0 and sievers type 1 bicuspid aortic valves post transcatheter aortic valve replacement. Structural heart. 2021; 5(3): 287-294. Doi: 10.1080/24748706.2021.1883782. Published online: 15 mar 2021. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the incidence of adverse conduction effects in patients with bicuspid aortic valve morphologies following transcatheter aortic valve replacement (tavr) with a self-expanding prosthesis. All data was retrospectively collected from a single center between january 2017 and august 2019. All patients in the study population (30 patients; predominantly male; mean age 68.2 years) underwent tavr with a medtronic evolut r or evolut pro valve system. No unique device identifier numbers were provided. Among all patients, adverse events that occurred during or within thirty days of tavr included: post-implant balloon aortic valvuloplasty for paravalvular leak, unacceptable hemodynamics (elevated pressure gradients), or valve expansion; new onset left bundle branch block (no treatment reported); permanent pacemaker implantation for complete heart block (may have been secondary to a lower than desired valve implant depth); in-hospital transient ischemic attack with full neurological recovery prior to discharge; minor access site bleeding requiring transfusion; and vascular complication described as subclavian artery avulsion requiring saphenous vein bypass graft. The authors noted that none of the patients who developed new left bundle branch block (5 cases) or complete heart block requiring pacemaker implantation (1 case) had pre-existing conduction disease in baseline electrocardiogram. No additional adverse patient effects or product performance issues were reported.